Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to weakness, fluid accumulation and probable reaction to metal on metal debris.